Manufacturer narrative:
Approximately a week later, the patient underwent staged procedure of the proximal right coronary artery due to known lesion revealed at the time of index procedure. The patient underwent 4 x 28mm xience v stent implantation at 9atm. Consequently, a second 4 x 15mm xience v stent was placed overlapping distally to the initial stent at 16atm to fully cover the lesion. There was no device delivery issue and the patient was discharged the day after. Concomitant medications at the time of mi included aspirin, beta blocking agents, plavix, eptifibatide, heparin, lisinopril, and nitrostat. Additional information will be submitted within 30 days of receipt. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00230, 3003742446-2012-00231, and 3003742446-2012-00232.

Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction based on the received adjudication minutes. At the time of index procedure, angiography revealed three vessels diseased. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The first lesion treated was mid left anterior descending that was described as 28mm in length, class b1, and de novo with 70% stenosis. The reference vessel was 3mm in diameter. The lesion was treated with a 3 x 33mm cypher rx at 12atm by direct stenting. As a standard procedure, the stent was post-dilated with a 3 x 15mm balloon at 16atm. The second lesion treated was distal left anterior descending that was described as 12mm in length, class a, and de novo with 70% stenosis. The reference vessel was 2.5mm in diameter. The lesion was treated with a 2.5 x 13mm cypher rx at 10atm by direct stenting. As a standard procedure, the stent was post-dilated with a 3 x 8mm balloon at 14atm. The third lesion treated was proximal circumflex that was described as 5mm in length, class b2, and de novo with 85% stenosis. The reference vessel was 2.5mm in diameter. The lesion was treated with a 2.5 x 8mm cypher rx at 12atm by direct stenting. Pre-procedure and 6-12 hours post index procedure, the cardiac enzymes were normal in range, but at 16-24 hours post index procedure, the ck-mb was 5.4 (3.8 unl) and troponin I was 0.65 (0.03 unl). As per the adjudication report, the ECG core lab report was unavailable and additional data including ECG tracings was not received from the site. According to the site, there was no adverse events occurred post-procedure, but this elevation of enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural complications reported and the patient was discharged the following day.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced a periprocedural myocardial infarction based on the received cec adjudication minutes. This is a (B)(6) male with medical history including angina, positive functional study for ischemia (within past (B)(6) weeks),family history of coronary artery disease, hyperlipidemia, hypertension, history of smoking greater than 30 days, skin rash, and chronic bronchitis. At the time of index procedure, angiography revealed three vessels diseased. The indication for the procedure was stable angina pectoris and positive functional study for ischemia. The first lesion treated was mid left anterior descending that was described as 28mm in length, class b1, and de novo with 70% stenosis. The reference vessel was 3mm in diameter. The lesion was treated with a 3 x 33mm cypher rx at 12atm by direct stenting. As a standard procedure, the stent was post-dilated with a 3 x 15mm balloon at 16atm. The second lesion treated was distal left anterior descending that was described as 12mm in length, class a, and de novo with 70% stenosis. The reference vessel was 2.5 mm in diameter. The lesion was treated with a 2.5 x 13 mm cypher rx at 10 atm by direct stenting. As a standard procedure, the stent was post-dilated with a 3 x 8 mm balloon at 14 atm. The third lesion treated was proximal circumflex that was described as 5mm in length, class b2, and de novo with 85% stenosis. The reference vessel was 2.5mm in diameter. The lesion was treated with a 2.5 x 8 mm cypher rx at 12 atm by direct stenting. Pre-procedure and 6-12 hours post index procedure, the cardiac enzymes were normal in range, but at 16-24 hours post index procedure, the ck-mb was 5.4 (3.8 unl) and troponin I was 0.65 (0.03 unl). As per the adjudication report, the ECG core lab report was unavailable and additional data including ECG tracings was not received from the site. According to the site, there was no adverse events occurred post-procedure, but this elevation of enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural complications reported and the patient was discharged the following day on dual anti-platelet therapy. Approximately a week later, the patient underwent staged procedure of the proximal right coronary artery due to known lesion revealed at the time of index procedure. The patient underwent 4 x 28 mm xience v stent implantation at 9 atm. Consequently, a second 4 x 15 mm xience v stent was placed overlapping distally to the initial stent at 16 atm to fully cover the lesion. There was no device delivery issue and the patient was discharged the day after. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077898 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00230, 3003742446-2012-00231, and 3003742446-2012-00232.